Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient patient's right ventricular (rv) lead was explanted and replaced due to fracture. No patient condition or additional information was reported.

Event description:
New information received notes that episodes of oversensing were noted on the right ventricular (rv) lead in july 2021.